Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) upgrade, this right atrial (ra) lead was found not capturing. P waves appeared to be intermittently under-sensed with low amplitude. The ra lead pacing threshold was also higher than the actual output. The device was reprogrammed around these values, nonetheless, the physician elected to surgically abandon the ra lead and implant a new one during the ICD upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.